Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances. Subsequently there was a lead safety switch and the lead remained in unipolar sensing. There were multiple inappropriate events recorded due to noise. Technical services suggested performing lead testing with isometrics and recommended replacing the pacemaker along with the leads. This rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.